Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a high erroneous result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on the cobas e801 module. The customer submitted the patient sample for investigation where discrepant results were also identified between the customer's 801 module, a centaur instrument, an 801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number and expiration date used at the customer site was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e601 module was 227001 with an expiration date of 31-mar-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 30-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. Based on the information provided, a general reagent issue can be excluded. Except for the initial high ft3 iii result at the customer site, all other results were well within the normal reference range of the assay. The investigation was unable to find a definitive root cause.